Manufacturer narrative:
Date of event: used (B)(6) 2020 as the correct date was not provided.

Event description:
It was reported that stent migration occurred. A 16x60/9fr wallstent endoprosthesis stent was advanced for treatment. However, the stent jumped a lot after deployment. Another stent was used to completed the case. There were no patient complications nor injuries reported.